Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients showed signed of infection on the thoracic midline incision and pocket incision sites. Symptoms of swelling, discharge, oozing, fever, redness were noted. The patient was prescribed with antibiotics.